Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting that she has been having high blood glucose levels since (B)(6) 2014. She has been taking manual injections to control her blood glucose. She said she can go as high as 250 mg/dl and feel fine, but she is usually under 200 mg/dl. Customer' current blood glucose level is 469 mg/dl. She treated with manual injection and kept herself hydrated. She felt extremely thirsty. The drive support cap appeared normal. There was no air in the tubing. Insulin exited the tubing during manual prime. There was no leak. In the device history, not all of the boluses were fully delivered. The device passed the high pressure test. Customer was advised the device is working as designed. He was directed to additional resources on the website. Nothing further reported.